Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and a bolus was delivered to address bg. Cause of event was not known. Pump system check was performed with tandem technical support and no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.